Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon insulation peeled off the end of the jaw. This was during a case with no pt effects. The case was completed using another vasoview hemopro endoscopic vessel harvesting system. The lot number is unk. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).